Event description:
The health care professional reported that they experienced complications during a "spyglass" stone removal case using a balloon to sweep the right hepatic duct. The ercp guide wire hydropolic coating at the distal end (tip) of the wire detached and remained in the duct. The physicians were successful at removing the tip with a retrieval basket device with no reported complications or injury to the patient. The physician reported that the tip of the guide wire may have gotten lodged between the stone and the extraction balloon, causing the hydropolic coating to shear off the guide wire.

Manufacturer narrative:
Laboratory evaluation of the returned product confirms that the coating on the tip of the guide wire was removed. Small scratches and signs of external load on tip to peel and remove covering was observed. The instructions for use (IFU) will be evaluated regarding this reported event as part of our investigation. Additional information will be provided once a complete investigation is performed.